Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: two broviac cvc repairt kits in sequence was returned for returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture as a longitudinal split was noted approximately 6.9cm from the distal end of the luer. Further, the edges of the longitudinal rupture appeared smooth and jagged. However, the investigation is inconclusive for the reported material protrusion/extrusion and stretched issues as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 01/2021),g3,h6(device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post catheter placement, the device allegedly had rupture and crack at the level of the sheath. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 01/2021).

Event description:
It was reported that some time post catheter placement, the device allegedly had rupture and crack at the level of the sheath. There was no reported patient injury.